Event description:
It was reported that early battery depletion of a bi-v implantable cardioverter defibrillator (ICD) resulted in the device being explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products. Model: 419678, implantable pacing lead; implant: (B)(6) 2010, model: rv02, competitive implantable tachy lead; implant: (B)(6) 1998. (B)(4).